Event description:
Balloon burst.

Manufacturer narrative:
This device is indicated for pulmonary valvuloplasty. This facility was using it for coarctation of the aorta which is not an approved indication. The instructions for use specifically states that an inflation device with pressure gauge should be used to inflate the balloon. This physician had inflated the balloon with a syringe.